Manufacturer narrative:
(B)(4). (B)(6). It is unknown if the device will be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The day after a tfca (4-vessel angiogram) procedure was completed with a mynxgrip 5f vascular closure device (vcd), the puncture site was infected. The doctor said that the sealant was mixed with pus and when he squeezed the pus it came out like a sherbet.

Manufacturer narrative:
Additional information was received: the device packaging was not compromised during storage; and the packaging was opened in a sterile field. Hospital protocols (i.e. Sterile technique) were followed; and the patient was under local anesthesia during the procedure. It is unknown if the patient received prophylactic antibiotics prior to the procedure or if the procedure was performed as inpatient/outpatient. In general, after procedure the patient stayed hospital at least 24 hours. It is unknown if the patient was immunocompromised or had experienced a recent infection. It is unknown if the patient is a smoker or was taking chemotherapy, steroid therapy or tnf inhibitors. There was no issue or complication experienced as the mynxgrip was deployed in the patient, and the sealant deployed at the intended location. The infection was treated with antibiotics and the patient recovered.      Complaint conclusion: the day after a tfca (4-vessel angiogram) procedure was completed with a mynxgrip 5f vascular closure device (vcd), the puncture site was infected. The doctor said that the sealant was mixed with pus and when he squeezed the pus it came out like a sherbet. The infection was treated with antibiotics and the patient recovered. The device packaging was not compromised during storage; and the packaging was opened in a sterile field. Hospital protocols (i.e. Sterile technique) were followed; and the patient was under local anesthesia during the procedure. It is unknown if the patient received prophylactic antibiotics prior to the procedure or if the procedure was performed as inpatient/outpatient. In general, after procedure the patient stayed hospital at least 24 hours. It is unknown if the patient was immunocompromised or had experienced a recent infection. It is unknown if the patient is a smoker or was taking chemotherapy, steroid therapy or tnf inhibitors. There was no issue or complication experienced as the mynxgrip was deployed in the patient, and the sealant deployed at the intended location.     The device was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.      Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. However, at this time it is not possible to draw a clinical conclusion between the device and the event. Without the return of the device for analysis and based on limited information, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process.  Therefore, no corrective actions will be taken at this time.